Event description:
Product was returned as an implant failure because the fixture was loose and removed. The fixture had been implanted for 210 days. Based on the report, the pt had good oral hygiene and good bone condition. The surgery was a traditional 2 stage in tooth location #11. The fixture was placed with primary closure. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The pt outcome was reported as stable, but treatment ongoing - follow up with re-plant fixture 4 months later.

Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within spec. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.